Manufacturer narrative:
Additional information: a partial active electrode array migration into the middle ear was observed, as confirmed by diagnostic imaging. A revision surgery to re-insert the active electrode into the cochlea was carried out successfully. The device remains implanted.

Event description:
Post-operative x-ray showed only 5 electrodes to be in the cochlea. It is unclear if the electrode migrated out of cochlea or it was an incomplete insertion. Information from the device registration states that the electrode was fully inserted up to the marker ring. In situ measurements show that all channels are functioning. The patient had some skin swelling after surgery and the surgeon recommended the secretion be drained, however this option was rejected by the patient's parent. Therefore a pressure bandage was applied. The next planned steps is that the device will either be re-inserted or the patient will be re-implanted with a new device. A revision surgery was conducted on (B)(6) 2016, where the electrode array could be completely reinserted into the cochlea. There was no allegation against the concerned device, which remains implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Post operative x-ray showed only 5 electrodes to be in the cochlea. It is unclear if the electrode migrated out of cochlea or it was an incomplete insertion. Information from the device registration states that the electrode was fully inserted up to the marker ring. The next planned steps is that the device will either be re-inserted or the patient will be re-implanted with a new device.